Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the detached cover/sheath adhesive could not be determined, however, the issue was likely the result of repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro fiberscope exhibited detached bending section cover/sheath adhesive. There was no patient involvement.